Event description:
It was reported that during surgery, the nurse could not interrogate the generator and received a communication error message. Troubleshooting was performed on the wand, but the problem persisted. Product was returned to the manufacturer and underwent analysis. Upon analysis, the communication error was confirmed. The serial data cable, which produced communication errors, had intermittent conductors. A known good bench serial data cable was substituted and all communication errors cleared. No other anomalies were noted with this device.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.